Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic hernia procedure, the visera elite ii video system center exhibited touch panel failure error e333 on the display and was not showing any settings, however the camera head output was coming. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d8, d9, and h3. Please see updates to d8, d9, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found dust inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e333 was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[important information ¿ please read before use] avoid using the video system center in a dusty environment. This may damage the video system center.¿ olympus will continue to monitor field performance for this device.